Event description:
One falsely depressed calcium (ca_2c) patient sample test result was obtained from an advia 2400 system. The initial test result was released to the physician(s). The same sample was repeated on an alternate advia 2400 system. The repeat test result was considered to be correct. It is unknown if the repeat test result was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states (ous) customer contacted siemens to report that one falsely depressed calcium (ca_2c) patient sample test result was obtained from an advia 2400 system. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse replaced the reagent pump seals. Siemens is investigating.

Manufacturer narrative:
The initial MDR 2432235-2022-00101 was submitted on 08-apr-2022. Additional information (26-may-2022): siemens reviewed the available information and found the customer service engineer (cse) replaced the syringe pump seals due to leaking. The cse replaced the liquid level sense (lls) amplifier on the reagent 1 probe (rpp1) and adjusted the tension of the drive wire on the dilution probe pump (dip). The cse ran quality control materials with acceptable results. The cause of the falsely depressed calcium (ca_2c) patient sample test result is unknown. The system is performing within specifications. No further evaluation of this system is needed.